Event description:
A female patient who underwent a primary breast augmentation with mentor memorygel 535cc silicone prosthesis presents with significant left-sided breast pain and a palpable implant, capsular contracture grade iii, symptomatic rupture and right sided capsular contracture grade ii post implantation. The patient reports that the area is very sensitive, and there is marked discomfort upon touch. As a result, the patient underwent bilateral capsulectomies, and bilateral replacements per following: right sn (B)(6), left sn (B)(6) on (B)(6) 2026. This report relates to the right side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).